Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical suggested checking all connections on the power supply. It was found that the middle connector on the left side to be one pin off. Reconnected the connector. Vent now powers up as normal with display working. Then the customer called back with the vela not powering off. Turns on when plugged in. Received pictures from the customer and it looks like one of the connectors is not connected correctly. Vyaire medical sent in pictures showing what connector needs to be checked and what the connector should look like when connected correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical problems with the vela ventilator when powering on, there is no display and alarms. No led on turbine pcb. Furthermore, there is no information regarding patient associated with the reported event.